Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14298. It was reported that patient had presented to the hospital on (B)(6) 2020 after some falls due to being "unsteady" and was exhibiting post-paced t-wave over-sensing from their implantable cardioverter defibrillator. It was also noted that left ventricular lead was in high output mode and mirroring the atrial lead's activity. Further investigation revealed the lead had no capture in the left ventricle. An x-ray found that the lead was dislodged into the atrium. Programming changes were made to address the over-sensing and to disable the lead. The lead was explanted and replaced on (B)(6) 2020. Patient condition was stable after the event.